Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter withdrawal difficulties were encountered. The target lesion was located in the circumflex artery. After a synergy drug eluting stent (des) was deployed at the distal circumflex, a 4.00x16 synergy ii was deployed successfully at the proximal circumflex. However, upon removal of the balloon catheter, it would not come back in the 6fr non bsc guide catheter. The physician removed the guide catheter and stent balloon at the same time. The procedure was completed with this device. No patient complications were reported.